Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -10.0/+1.5/110 into the patient's left eye (os) on (B)(6) 2022. The next day the lens was explanted due to excessive vault. The lens was later replaced with a shorter length lens on (B)(6) 2022 and the problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
D4: unique identifier (UDI)#: (B)(4) should be added to the initial MDR. Claim#: (B)(4).